Event description:
It was reported that the therapy knob failed. There was reportedly no patient involvement indicated. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the optical switch kit. Upon conclusion of the evaluation, it was determined that this was a malfunction of the optical switch kit, which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.